Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire at the handle broke wherein the surface appeared not smooth. It was found during the investigation of the returned device that the cutting wire was found broken at the handle. This issue could have been generated by the user during procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a microknfe xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the microknife xl was inserted into the scope. When the handle was pulled, the needle did not extend. The procedure was completed with a second microknife xl. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; cutting wire at handle was broken.